Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has experienced increased pain in his knee over the last few months following a makoplasty left medial partial knee replacement (performed on (B)(6) 2015). It has been alleged that the implant is loose.